Event description:
Customer allegedly received the following results, with two different meters, within 10 minutes: 25.0 mmol/l (mobile) system 1 and 10.0 mmol/l (compact plus) system 2. No death or serious injury reported. Requested return of suspect device for evaluation and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Reference the following medwatches with patient identifiers for the following systems: (B)(6) - mobile system 1, serial number - (B)(4); (B)(4) - compact plus system 2, serial number - (B)(4). Device received in a condition which made analysis impossible. Unable to test because an empty vial was returned.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. (B)(4).